Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a colonoscopy procedure performed one day prior. According to the complainant, during the procedure, the resolution clip device would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if identified, a supplemental medwatch will be filed.